Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that while doctor was doing a short gamma nail. Case was going smoothly until he got to the distal screw. When dr. Got the sleeves down to the bone & locked the sleeves down. As he started to drill for the screw, he could feel the drill bit hitting the nail & not going through. After a couple of attempts, he was able to get the drill bit all the way through to the opposite cortex. He struggled a bit to get the screw through as well. He felt like guide was off angle.

Manufacturer narrative:
Evaluation revealed the target device gamma3® 300x160mm to be the subject product. No further associated products were reported. The appearance of the item and the inspection records identified the target device returned being a new design version. A review of the inspection records revealed no discrepancies. No manufacturing deficiency was verified. The affected item was documented as faultless prior to distribution. As the target device had been in use for a longer time (manufactured in 2009) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. Functional test revealed neither proximal ¿ nor distal contacts of the drill to the drill holes of a sample nail. The function of the target device returned was fully given. The alleged distal misdrilling could not be confirmed or reproduced. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it was concluded that the event was mainly based in the intra-operative procedure. Reasons for misaligned drilling are various. Potential miss-targeting can also be caused but is not limited to, if e.g. The following instructions are not carried out properly: ¿ ensure that the nail holding bolt is still fully tightened ¿ avoid soft tissue pressure on the distal locking sleeve assembly- therefore the skin incision would be made (co-linear) in direction of the sleeve assembly ¿ check that the distal locking sleeve assembly with the trocar removed is in contact with the lateral cortex of the femur and is locked securely with the speedlock sleeve knob. Confirm final locking screw placement with a/p and lateral fluoroscopic x-ray. ¿ neutralize the power tool weight during drilling procedure and do not apply force to the targeting arm ¿ start the power tool before having bone contact with the drill ¿ use sharp and center tipped drills only regarding misdrilling the operative technique has already been modified by ecn 6496/08. Although a real root cause could not be determined the alleged event is most likely caused due to a sub-optimal intra-operative procedure. The impacts found in the cfr-material and the partly broken connection rim are regarded as rough handling at the user site. Thus the target device although being fully functional should not be used any longer. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that while doctor was doing a short gamma nail. Case was going smoothly until he got to the distal screw. When dr. Got the sleeves down to the bone & locked the sleeves down. As he started to drill for the screw, he could feel the drill bit hitting the nail & not going through. After a couple of attempts, he was able to get the drill bit all the way through to the opposite cortex. He struggled a bit to get the screw through as well. He felt like guide was off angle.